Event description:
It was reported by the user facility that sparking was observed in association with the neptune rover power plug. It was not specified whether the sparks originated from the rover power plug or from the facility wall outlet. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The rover was evaluated by a field service tech who was unable to duplicate the reported event. The device evaluation revealed that the unit performed according to all specifications, and there was no add'l evidence to support the allegation of sparking. It is suspected that the user facility wall outlet may have been a contributing factor to the reported event. The rover was returned to use.